Manufacturer narrative:
Additional information added to d9, h3, h6 and h10h10: the device was received for evaluation. A visual inspection was performed, and it was noted that product was contaminated. After disinfection a leakage test of the dialysate side was performed, and no leakage could be found. A leakage test of the blood side was also performed, and a leak was observed. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 170h, a solution and blood leak (estimated at 10ml) was observed due to "the vicinity of the inlet was broken". There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.